Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19089496/19099831.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device components will not be returned.